Manufacturer narrative:
The device was received deployed. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, or damaged. During investigation, corrosion was observed on multiple components. Due to the presence of corrosion, the device was leak tested. During the leak test, an internal leak was observed in the unexposed portion of the soft cannula. It was determined that this leak diverted fluid from the intended fluid path which resulted in the observed corrosion.

Event description:
It was reported the patient's blood glucose level rose to 301 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.